Event description:
The customer alleged an error code that indicates the ventilator became inoperative while in patient use. The malinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. There was no patient harm or change in therapy. The unit passed extended self testing. No parts were replaced.